Event description:
The aspiration pump would not turn on. The power outlets were changed as well as the powercord, but this did not change the outcome.

Manufacturer narrative:
Technical evaluation: the pump did not operate when turned on. The fuse was blown off, replaced the fuse with a new one and it was blown again. Conclusion: attempts were made to cycle the pump on/off. It was confirmed that repetitive on/off cycling will cause the fuse to overheat and blow. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.